Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of documentation supplied with the implant states that the implant must be charged every 3 months to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient stopped charging their ipg as instructed and the ipg became inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.